Manufacturer narrative:
Our tech support had the customer restart the central monitoring system and the org telemetry receiver and all devices are communicating now. Biomed will call back with any further issues. We followed up with the customer, and they stated that the central monitoring system has been functioning normally. Also previous to this issue, the customer had not been doing the preventative maintenance restarts every three months as noted in the service manual. We explained to the customer the importance of doing this preventative maintenance.

Event description:
(B)(4).